Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller reported patient is unable to feel any stimulation, and lost therapy benefit. Caller stated impedance values of 50-150 ohms on all combinations. Electrodes 0 and 3 were at 50 ohms and the others were in the 100-150 ohms range. Caller suspect possible loose connection and will perform an x-ray. No further complications were reported.